Manufacturer narrative:
E1 reporting institution phone #: (B)(6). A senior field specialist visited the customer site and performed testing of the monitor in accordance with t&v ¿ spo2 fast procedures. Testing was completed successfully without errors. The reported issue could not be reproduced during evaluation. Spo2 functionality was specifically tested using a fast sensor, and no abnormalities were observed. No additional issues were identified during testing. Based on the evaluation results, the device was determined to be fully functional. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that intermittently the waveform line was not displayed and the monitor did not generate an alarm. Troubleshooting was performed, including replacement of the trunk cables and sensors. The customer requested evaluation of the device. The device was in use on a patient at the time of the event. No adverse event or patient harm was reported.